Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging lightheaded, dry nose and mouth, headache and nasal/ throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging lightheaded, dry nose and mouth, headache, dizziness and nasal/ throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Pil did find evidence of sound abatement foam degradation which was observed in the base unit. Pil can confirm sound abatement foam degradation, but it is unable to determine if it is the cause of the patient's symptoms. Pil finds that other contaminations located in this investigation were sourced from external environmental conditions. Dust and dirt contamination inconsistent with degraded sound abatement foam found throughout device enclosure and airpath as well as throughout the humidifier. Evidence of water ingress observed in the blower box, suggesting the use of non-distilled water in the humidifier water chamber, black contamination observed in the humidifier air outlet, slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The error log showed that there were one instance of error on the device. Pil is unable to address the symptoms described. Pil can confirm the presence of contamination in the airpath. Pil can confirm the presence of water ingress on blower box and blower. Pil can confirm the presence of degraded sound abatement foam in the blower box.